Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire and the nrg needle.

Event description:
It was reported a pericardial effusion (pe) leading to cardiac tamponade occurred. The procedure was cancelled. It was reported during a watchman left atrial appendage closure (laac) procedure, two nrg transseptal needles and a versacross connect for laac kit was selected for use. During transeptal, the physician struggled to visualize a tent on the fossa. The first attempt was with the versacross connect system but was unsuccessful. Then, the physician switched to a non-boston scientific (sl0) sheath with nrg needle but it was unsuccessful again. A third attempt was made with another non-boston scientific (agilis) sheath with a new nrg needle. At this time, an effusion was observed around the right atrium (ra) or right ventricular (rv). The physician aborted the case and proceeded to tap the patient. A dull red color 545ml total removed but 160ml given back to patient. The patient was hospitalized for the procedure and was to remain overnight for monitoring. The device is not expected to be returned for analysis (disposed). No pe was noted prior to the procedure. The patient was not under warfarin at the time. Eliquis was the patient oac and she was to be switched to plavix asa post watchman. In the physician opinion, the prominent eustachian valve gave challenges to access superior vena cava (svc), attempting to reach septum was challenging. The pe occurred sometime during the transseptal attempts. The physician could not visualize tip on the septum with all three devices.